Event description:
The manufacturer received information that a trilogy evo device is returning due to a patient passing away. The patient's mother stated, "the patient was admitted to the medical center for tests." The patient was "normally using 2l of oxygen, the doctor decided to reduce it to 1l. The patient's condition suddenly deteriorated, leading to his/her death." There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy evo device is returning due to a patient passing away. The patient's mother stated, "the patient was admitted to the medical center for tests." The patient was "normally using 2l of oxygen, the doctor decided to reduce it to 1l. The patient's condition suddenly deteriorated, leading to his/her death." There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death." The ventilator was returned to the manufacturer for evaluation. An operational check was performed on the device, and there were no failures and determined that the device was operating properly. A final and run-in tests were performed, along with the battery and valve checks for this device. The device was confirmed to be operating properly.